Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported one false positive result obtained on the alinity m sars cov-2 assay. The customer states the patient stated they had received negative results from a test they did at their doctor's office. The patient was advised that they can do a retest on the alinity m, and there was a possibility of rerunning their original sample. The patient claimed the alinity m results were false positive because they had received negative results from their physician. Retesting of the sample was unknown. There was no report of impact to patient management caused due to this observation.

Manufacturer narrative:
D4 updated to include product list number in the catalog number field investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review of the manufacturing packet for alinity m sars-cov-2 amplificaiton reagent kit (list 09n77-095) lot 522521 did not identify any issues which could result in the reported complaint. No issues were found during qc testing. The qc 2-f amp kit masterlot testing met all acceptance and validity specification criteria. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amplificaiton reagent kit (list 09n78-095) lots 522521. A product deficiency could not be identified as a result of this review.